Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated due to investigation. D4: additional device information updated. G3: date received by manufacturer. G4: premarket identification update. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) (B)(6) (certain low profile one-piece abutment 3.4mm(d) x 1mm(h)) for evaluation. Visual evaluation was performed. Fracture screw identified at the top of abutment. Abutment returned is identified as an (B)(6). This investigation refers to the (B)(6). Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the (B)(6) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental : functional : fracture : screw ) based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused therefore, based on the available information, a device malfunction has not occurred. Fracture screw identified at the top of abutment, however the returned abutment was not facture. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d8-9: device service and availability: updated, d10: concomitant medical product: ilpc341u, certain¿ low profile one-piece abutment 3.4mm(d) x 1mm(h), lot: 2120024770, d10: therapy date: corrected, g6: type of report, h2: follow up type, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided, d4: additional device information: unknown / not provided, d10: concomitant medical product: ilpc341u, certain¿ low profile one-piece abutment 3.4mm(d) x 1mm(h), lot: 2120024770, e1: reporter name: unknown / not provided, h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw fracture of two abutments despite of stressless fit and and paying attention to torque.